Event description:
The technician reported a colleague infusion pump with battery damage. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The quality engineer has identified an improperly seated power cord as the assignable cause.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The power cord was reseated and the batteries were recharged to correct the reported condition. The user interface module software version is 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.